Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, at 5:00am, the patient passed out, cut his ear and hurt his knees. He did not check cgm values on the receiver or the phone prior to passing out but remembered he did not hear any alarms. Someone called emergency medical services (ems) and when paramedics arrived the bg finger stick was 37 mg/dl. The patient remembered few details from the event. Paramedics gave him medication (unspecified) to bring up the bg to 81 mg/dl and transported him to the emergency department (ed) where he received additional treatment (unspecified) and the ear and knees were bandaged. He was discharged later the same day and only advised to continue usual medications. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).